Event description:
It was reported that the patient underwent revision operation of hip due to detached and burst inlay, approximately 3 days after the initial surgery. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). Report source foreign: germany. Other: competent authority. Concomitant medical products: unknown allofit cup hip, item unknown, lot unknown unknown ceramic head, item unknown, lot unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d6, g3, g6, h6 investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D-10 - unknown allofit cup hip 52/ii, item unknown, lot unknown. Cerasulâ®, head, m, 28/0, taper 12/14 item# 4070102 lot#unknown. Unknown spotorno stem 6/175, lot unknown. Visual examination of the returned product identified that the head has metal marks on the articulating surface, particularly on one side halfway between the bevel and the highest point of the head. In addition, the articulating surface has an oval area with a matte appearance indicating a wear zone. The head taper has a circumferential area with metal transfer marks that is comparable to an inconspicuous seating pattern of the stem taper in the head taper. The ceramic inlay of the liner is fractured into 4 parts. Except for a few chipped of parts, the 4 fracture fragments add up to the complete inlay. The complete bevel of the ceramic inlay is covered with metal transfer marks indicating that the bevel was in contact with one or multiple metal components; based on the provided radiographs, possible contact between the bevel and the stem neck after the inlay detached and dislocated. On the inner and outer surfaces metal transfer marks can be seen. The polyethylene body shows two drill/instrument marks, one through the central peg and one at 45°, most likely deriving from the revision surgery. In addition, damages in the form of wear, abrasion and deformation can be found on the inner surface and on the rim area. On the outer surface wear can be found. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. The returned head and insert are compatible. However, since the product information of the shell and stem is unknown, a compatibility check of the entire implant system could not be performed. A total of 10 radiographs relevant to the reported event were provided and reviewed by a radiologist. The review identified interval revision surgery for a fractured ceramic polyethylene liner of a left total hip arthroplasty. In addition, polyethylene wear of the left acetabular cup. Left hip acetabular inclination angle approx. 51°. Review of the revision report identified the following: diagnosis: fractured ceramic liner 15 years post left hip arthroplasty. Treatment: removal of the liner and the fractured ceramic inlay parts, implantation of a new polyethylene liner, biolox head and adapter. Description of the procedure: during the revision bloody serous effusion, and granuloma tissue was encountered upon incision, which was excised. Further, 4 ceramic pieces of the inlay were removed and the head and polyethylene liner were replaced. With the available information, a definitive root cause for the detachment and the subsequent fracture of the liner cannot be determined, since the cause may be multifactorial consisting of patient-, and procedure-related factors. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10 - unknown allofit cup hip 52/ii item# unknown lot#unknown. Unknown head item#unknown lot#06@518623. Unknown spotorno stem 6/175 item# unknown lot#unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.